Event description:
A 1.4 inr with protime system vs. 2.6 inr with unspecified lab system. Patient therapeutic inr range not given. No report of adverse event, serious injury, or intervention.

Manufacturer narrative:
(B)(4). This MDR is submitted based upon a retrospective review of complaint reports from 2007-2008 in light of revised itc MDR evaluation procedures.